Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: (ischemia). In order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Ppae (hematuria): the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient presented to the emergency department complaining of chest pain that started three hours prior to arrival. St-elevation myocardial infarction were found and the patient was brought to the catheterization lab. Access for percutaneous coronary intervention was gained and the patient was found to be in cardiogenic shock with index of 1.8. The patient was decompensating and required stat intubation and impella placement. While on support, it was reported that the patient's urinary output was greater than 30 cubic centimeters per hour and pink red. In addition, the patient was noted to have absent distal right lower extremity signals (impella side) with rising lactate. Drips and hemodynamics were stable. The decision was made to remove the impella cp in the catheterization lab. Left leg artery (femoral artery) intra-aortic balloon pump was placed. The patient's hemodynamics remained stable. Per the nurse, palpable popliteal pulse right side.